Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported single leaflet device attachment (slda) appears to be due to a combination of challenging patient anatomy and procedural conditions. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Patient had a rotated heart, prolapse and flail. One clip was successfully implanted. To further reduce mr, an nt clip was successfully deployed. However, shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional nt was implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.